Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. Reportedly, the pump was emitting call service 052 alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/03/2016 with the following findings: the complaint could not be adequately investigated due to an unrelated alarm; the pump emitted a call service 069 at power up and the alarm could not be cleared. Unrelated to the original complaint, investigation revealed the following: the call service 69 failure was written to the black box as a call service 87 failure; investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm; the audio bolus button cover was damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.